Manufacturer narrative:
Complaint conclusion: as reported, the portion of the 6f/7f mynx control vascular closure device (vcd) that contains the sealant was split, hindering its insertion into the 6f non-cordis sheath. Consequently, the operator opted to remove the mynx control vcd from the sheath before deployment and substituted it with another mynx control device. There were no reports of patient injury. Initially, an effort had been made to advance a 6f/7f mynx control vascular closure device (vcd) through a 6f non-cordis sheath prior to discovering the issue during a percutaneous transluminal angiography (pta) case. A retrograde approach was used. The operator in charge of the device was certified in handling the mynx device, and there was no evident damage to the device prior to unpacking. The device had been stored and prepared in accordance with the instructions for use (IFU). Before the procedure, the suitability of the femoral artery was confirmed, including a check on the insertion angle (30-45 degrees) of the vascular sheath. There was little vessel tortuosity and no calcification of the vessel. The device packaging was not received damaged. Due to the difficulty in inserting mynx into the sheath, an excessive amount of force was applied during this incident. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The sealant remained in its manufactured position, exposed from the sealant sleeves. The sealant outer sleeve assembly was observed to have a frayed/split/torn condition as received during this unaided eye visual inspection. The syringe and procedural sheath were not returned with the device to be evaluated. The dimensional analysis of the slit length could not be measured due to the observed conditions. Due to the premature exposure of the sealant, a deployment functional analysis was done. During this analysis, the deployment mechanism was tested by depressing both buttons (1&2), resulting in the correct sealant deployment and balloon retraction. Per microscopic analysis, visual inspection at high magnification showed that the sealant outer sleeve assembly conditions were aligned with the reported event of frayed/split/torn as the conditions were observed to be present on the received device. Meanwhile, the sealant was observed to be prematurely exposed due to the conditions reported on the device. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the portion of the 6/7f mynx control vascular closure device (vcd) that contains the sealant was split, hindering its insertion into the 6f non-cordis sheath. Consequently, the operator opted to remove the mynx control vcd from the sheath before deployment and substituted it with another mynx control device. There were no reports of patient injury. Initially, an effort had been made to advance a 6/7f mynx control vascular closure device (vcd) through a 6f non-cordis sheath prior to discovering the issue during a percutaneous transluminal angiography (pta) case. A retrograde approach was used. The operator in charge of the device was certified in handling the mynx device, and there was no evident damage to the device prior to unpacking. The device had been stored and prepared in accordance with the instructions for use (IFU). Before the procedure, the suitability of the femoral artery was confirmed, including a check on the insertion angle (30-45 degrees) of the vascular sheath. There was little vessel tortuosity and no calcification of the vessel. The device packaging was not received damaged. Due to the difficulty in inserting mynx into the sheath, an excessive amount of force was applied during this incident. The device will be returned for evaluation. Addendum: per pe findings, the sealant was observed to be prematurely exposed because of the conditions reported on the device.